Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the multiple patient profiles were not displaying on station. A technical support specialist dialed in to the station and server and executed a downtime query, verifying that no disconnected flag was present on the carefusion coordination engine (cce) and confirmed that the carefusion coordination engine (cce) sent time was current and matched the server time, restarted all relevant net services and ran a patient cast query, then reviewed the event for the transfer and confirmed that the patient was still displaying. After logging in to health sight viewer (hsv), it was observed that all stations had been manually placed on critical override and the customer was informed that the patient continued to appear in emd, advised the customer to contact the active directory team to resend the a02 message, the customer stated that the issue was occurring for all patients, not just one, and it was explained that the purpose of the test was to confirm whether active directory could successfully transfer a patient and whether the transfer was reflected correctly in patient encounter system (pes). The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple patient profiles were not displaying on the station and confirmed that the issue was occurring for all patients in the emergency room. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.